Manufacturer narrative:
A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defective temp. Sensor. The temperature sensor for the safety shutdown in the patient circuit already solved under the minimal tolerance of (B)(4). The technician replaced the faulty temp. Sensor and checked all other sensors. A diagnostic test, a functionality test and a test run were performed successfully.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu40 displayed the error message "patient: heater temp. Too high!". There were no patient involved the incident occurred during startup of the device. (B)(4).